Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) and left anterior descending (lad) arteries. The patient had a heart pump. First stent was implanted on the lad and common trunk. Second stent on the common trunk and cx artery. Following, stent kissing and proximal optimisation technique (pot) were performed. Another lesion was noted on the marginal cx and the 2.25x12mm xience skypoint stent delivery system (sds) was advanced without resistance through an implanted stent but it got withdrawn because it was too short. However, a bit of force was applied during withdrawal and the catheter separated. The separated portion was retrieved with the twisting wire technique. The stent was noted to be crushed and wrinkled. It was then noted that a stent strut was free-floating in the lad and was retrieved with a snare device. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or previously implanted stent during removal causing the reported difficulty to remove. Force was applied due to the reported difficulties causing the reported shaft separation. The twisting technique was used to jail the stent and delivery system with the guide wire and the stent was successfully remove. Upon removal the stent was reportedly crushed and wrinkled likely due to the twisting technique used to remove the separated portion of the delivery system from the anatomy. A portion of the stent was also found free floating and was successfully retrieved via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.